Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the tip of the rotawire was separated. An ng rotawire floppy 5 pack was selected for use. During procedure, it was noted that the opaque portion of the first tip of the wire was separated. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination revealed that the spring tip was observed bent and stretched. Total length of the guidewire was measured and met specification. The reported event could not be confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the tip of the rotawire was separated. An ng rotawire floppy 5 pack was selected for use. During procedure, it was noted that the opaque portion of the first tip of the wire was separated. The procedure was completed with another of the same device. No complications were reported.